Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The reported product was returned and evaluation was performed. The cable was found to be irrepairable. It was confirmed that the cable connector was damaged by heat. It was also found to be worn, discolored and showed signs of wear and tear. The reported issue is tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar cord got "fried" during a case. There was no report of injury to the patient or user. No additional was provided by the reporter.